Event description:
It was reported the rigid endoscope telescope had broken components. The issue occurred during preparation for use of an unknown diagnostic procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The device was inspected and it was noted the device was incorrectly handled with too much load on outer tube, there was mechanical damage indicating collision with another device, the menicus lens was damaged under the object window and there was a broken lens in the optical system. Based on the results of the investigation, the reported identified defects can be attributed to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported the rigid endoscope telescope had broken components. The issue occurred during preparation for use in an unspecified therapeutic procedure. There were no reports of patient harm or injury.